Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The devices software was reloaded and the device was cycled to address the issue.